Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and indication of initial surgical procedure when mesh was implanted? Were there any intra-operative complications? Other relevant patient comorbidities/concomitant medications. When was the mesh erosion into vagina and to bladder wall first noted by a physician? What is physician¿s opinion as to the etiology of or contributing factors to these events (scarring of anterior vaginal wall, mesh erosion to vagina and bladder wall)? What is the patient's current status? Mesh product code and lot number?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced scarring of anterior vaginal wall, mesh erosion into vagina and chronic pelvic pain. The mesh infiltrated bladder wall. Surgical removal of vaginal component of mesh was performed on (B)(6) 2019 and vagina and urethra were reconstructed. Additional information has been requested.